Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that the relay box on the recharger is getting really hot while charging the implant. Caller noted they charge the implant every 3 days and today they noticed the heat and stated it felt like a heating pad. An email was sent to the repair department to replace the recharger. Caller reported hcp at (B)(6). Caller repeated previously documented information regarding a failed pain pump and mentioned a previous ins. Caller noted they put tape of the recharger cord to help them pick it up more easily. Caller also reported they have neuropathy bad in their fingers, arms, shoulders, neck, and straight down both legs and feet and have no balance and use a walker, cane, and scooter and have back issues. Pt called stating he received the rtm but did not receive the charging belt he had requested. Agent sent request to repair to replace the recharging belt. Caller repeated previously documented information regarding a failed pain pump and mentioned a previous ins. See (B)(4) for a failed pain pump and mentioned a previous ins.